Event description:
It was reported the device shut down while infusing on and failed to alarm low battery. This occurred in the pediatric ICU. There was a patient incident but there was no harm, injury, or death associated with the event. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.